Event description:
On (B)(6) 2017, pt underwent right spermatic cord denervation under microscopic surgery. At the end of the procedure, a small discoloration to the pt's abdominal skin was noted inferior to the incision. Surgeon suspected the electrocautery device contacted the metal hemostats causing an arc. Third degree burn to groin requiring debridement (B)(6) 2018.